Event description:
Boston scientific received information that this pacemaker may be depleting prematurely and allegedly led to pacing inhibition. (It is unclear if any asystole resulted.) At the patient's last follow-up, the device was interrogated and predicted to reach end of life (eol) status within 3-4 months as evidenced by the magnet rate. The patient was told to follow-up in three months. However, the patient was re-examined prior to the three-month checkup and the device had already reached eol status without warning so the device was immediately explanted and replaced.

Event description:
--

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.

Manufacturer narrative:
Subsequent information states the device in this case is not expected to be returned for a post market evaluation. If however new information is received, a follow-up report will be submitted.